Event description:
It was reported that the 9800 system had static on the images during a case. The procedure was completed with another system. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The image processor board and dc distribution board were replaced. The single board computer was re-seated during the service call. The system was tested and found to be working as intended and put back into service.